Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade procedure. During the procedure, upon removing the left ventricular (lv) lead from the guidewire, it was noted that the lv lead had failed to be separated from the guidewire. Attempt made to separate the lead had damaged and dislodged the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Event description:
New information noted that the lead was fractured.

Manufacturer narrative:
The reported events were lead dislodgement, stylet got stock, and the stylet damaged the lead. The reported events of stylet got stock, and the stylet damaged the lead were confirmed. As received, a complete lead was returned in one-piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.